Event description:
The customer observed droplets on the foil of mts gel cards that had been processed on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/ or cross contamination, which can lead to erroneous test results an transfusion of incompatible blood. Erroneous results were not released as a result of this incident.

Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The pressure in the fluidics system was out of specification and the gripper motor was not functioning properly. The fe replaced the appropriate components of the fluidics system and performed the appropriate adjustments to return the analyzer to expected operation.